Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation sine the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2015. The patient provided the following meter readings which were obtained from the subject meter on this date: ¿2.3, 13.8, 20.5, 17.8, 9.6, 7.0, 2.3 and 18.4mmol/l¿. These results were obtained over the course of the day. The patient also provided the following results which were obtained on the subject meter over the course of (B)(6) 2015: ¿8.6, 14.7, 14.3, 21.3, 9.9 and 15.8mmol/l¿. It is not known what medication, if any, the patient takes in order to manage their diabetes and it is not known if any changes were made to their normal diabetes management routine as a result of the alleged inaccuracy. At an unknown time on (B)(6) 2015 the patient stated that they ¿blacked out¿ and felt ¿tired¿. It is not known how long the patient ¿blacked out¿ for. It is not known whether the patient received any form of treatment at this time; however, the patient mentioned that they ¿nearly¿ went to see their doctor as a result of these symptoms. It is also not known whether the patient had another device to measure their blood glucose on during this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining alleged inaccurate erratic blood glucose readings with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.